Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 20 mg/ml; 6,021 mg/day via an implantable pump. Indication for use was malignant pain, post lumbar laminectomy syndrome and spinal pain. The date of the event was (B)(6) 2016. It was reported the patient was very lethargic in the morning and had fallen two times. Patient¿s mother could not keep the patient awake. The patient was brought to the emergency department (ed). The pain managing physician had changed the muscle relaxer to a much higher dose the week prior. The mother had concerns about the dose and waited to give it to her daughter until the day before she was taken to ed. The patient had a lot of health problems since a motor vehicle accident (mva). The ed physician indicated the patient was on a lot of medication including xanax. The patient¿s mother was told the patient had a heart problem now and it was questioned if it was possibly from all the medication. The battery was interrogated battery and no motor stalls were observed. No interventions were done. It was unknown if the issue was resolved. Patient status was alive - no injury. The patient was being transferred to another hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.